Event description:
The technician alleged the brakes would set but not hold at the head end of the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and brake steer caster with an upgrade kit to resolve the issue.